Event description:
During atrial flutter right procedure it was reported noise was observed on the ablation channels on the ep recording systems. The procedure was completed without patient consequence. Upon receiving of this device on "(B)(4) 2015," it was visually identified there were two char on the catheter tip. One was measured approximately 3 mm and the other one measured approximately 5 mm. Due to the observation of char by the analysis lab, this issue is now MDR reportable, alert date is reset to (B)(4) 2012.

Manufacturer narrative:
Investigation is still in progress. A supplemental report will be submitted once completed (B)(4).

Manufacturer narrative:
(B)(4). During atrial flutter right procedure it was reported noise was observed on the ablation channels on the ep recording systems. It was determined the ic cable was the cause of the noise during troubleshooting. Upon receipt, the catheter was visually inspected. It was identified there were two char on the catheter tip. One was measured approximately 3 mm and the other one measured approximately 5 mm. The catheter was tested and it passed electrical, temperature and generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.